Event description:
It was reported that a patient experienced and was hospitalized for bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested as abdominal pain and cloudy peritoneal dialysis fluids. The cause of the peritonitis was reported to be an unsafe source of water, however, it was not provided as to whether the patient had bathed in the water or how it contributed to the event of peritonitis. Treatment for the event was not reported; however, it was reported that the patient was trained in proper treatment (unspecified). Three weeks after the onset of the peritonitis, the patient had recovered and was discharged from the hospital. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.